Manufacturer narrative:
Additional information: thv/tvt registry. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. Hemolysis is the destruction of red blood cells. Hemolysis can occur due to different causes and leads to the release of hemoglobin into the bloodstream. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After they die they break down and are removed from the circulation by the spleen. In some medical conditions, or as a result of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause of the device explant and replacement was due to pvl and hemolysis. The reason for the worsening pvl is unknown. However, procedural or patient factors could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry, approximately 2 years and 3 months post implantation of a 29mm sapien 3 valve in a pre existing surgical valve in the mitral position, the valve was explanted and replaced with a surgical valve . The cause of explant is moderate pvl leading to hemolysis. The patient expired after a month long complicated post operative course.

Manufacturer narrative:
Thv/tvt registry: multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 2 years and 3 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 2 years and 3 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry, approximately 2 years and 3 months post implantation of a 29mm sapien 3 valve in a pre-existing surgical valve in the mitral position, the valve was explanted and replaced with a surgical valve . The cause of the explant is unknown.